Event description:
A patient was scheduled to undergo a battery replacement but needed up having a spell after anesthesia and was foaming at the mouth. The patient was brought to the ER and the anesthesiologist believes the patient aspirated and they feel it was vns related. No other relevant information has been received to date.

Event description:
Additional information received and per the surgeon, the aspiration was noted to be questionable and related to an external factor and not the vns. The patient was later able to successfully undergo a battery replacement. The explanted generator has not been received by product analysis to date.